Event description:
Hcp reported that the patient had a catheter malfunction. The device was explanted but not returned to the manufacturer. Additional information will be provided when it is available.